Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x18 alarm occurred, indicating the pod's reservoir was empty. The reservoir was confirmed to be empty during fluid path testing. No timeouts or drive stalls were observed in the pod data. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported leaking during wear event. Therefore, the cause of the reported leaking during wear event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pod was leaking after approximately 1-4 hours of wear on the arm. This led to the patient¿s blood glucose levels increasing to 280mg/dl. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation and a torn cannula was identified.